Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer smelled an offensive odor as smoke came out from the monitor of the architect I 1000sr analyzer. On site, the field service engineer (fse) confirmed this event and was due to a defective monitor. The fse replaced the monitor and resolved the issue. There was no impact to patient management, user safety or facility damage reported.

Event description:
The customer smelled an offensive odor as smoke came out from the monitor of the architect I 1000sr analyzer. On site, the field service engineer (fse) confirmed this event and was due to a defective monitor. The fse replaced the monitor and resolved the issue. There was no impact to patient management, user safety or facility damage reported.

Manufacturer narrative:
Field service inspected the analyzer onsite and found no evidence of charring or burning of the monitor. The monitor cable connection was secure and undamaged. The service assessment was unable to identify the specific cause for the monitor to smoke but suspected a component internal to the monitor as the cause. The monitor was replaced to return the analyzer to normal function. The service history review determined there were no contributing factors related to the complaint. There were no subsequent reports of smoke or burn damage after service replaced the monitor was replaced. The trending review identified no trends for the product related to the issue. The 2020 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. There was no observable burn damage to the monitor and no impact on any other analyzer components. Labeling review adequately addressed the issue under review. Based on the investigation, no systemic issue or deficiency was identified for architect i1000sr analyzer.